Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak occurred on the inside of the cassette door of a cycler during a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, one day) and ceftazidime (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the clinic has received the replacement cycler and they are continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned. The lot number of the cassette was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.